Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
We received maude report from FDA, which stated: "alaris tubing "smartsite infusion set (B)(4)" has a specially designed pump segment. On the same pump, same pt, within the same time frame - one set developed a bulge in tubing measure length 1-3/8 , diameter 7/8". Pump continued to deliver but unable to determine accuracy. Changed primary tubing, same set #. Same pump, same pt, same drug - one set split/ruptured at the top of the pumping segment, separating from the top of the tubing and leaking fluid everywhere."

Manufacturer narrative:
No product received from the customer. The customer complaint of the IV set split and ruptured on the top of the pumping segment was confirmed per picture received by the customer. It was observed per picture that the silicone segment tubing was completely separated from the upper fitment.the root cause of the failure was not identified.

Manufacturer narrative:
.